Event description:
It was reported that the pump was emitting loss of prime alarms approximately 3 times per day. The pump was returned to animas for evaluation. During evaluation the pump dispensed insulin during the load cartridge step and the force sensor was found to be out of calibration. This report is being made based on the investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/14/2011 with the following findings: during evaluation, the pump dispensed insulin during the load cartridge phase and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r.